Manufacturer narrative:
Concomitant medical products: dtpa2d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a generator changeout procedure, it was noted that the current waveform on the electrograms (egm) was different than the waveform observed before the procedure. The pocket was re-opened and it was confirmed that the right atrial (ra) lead and left ventricular (lv) lead had been reversed in the device connector. The ra and lv lead were re-connected in the correct ports and remain in use. No patient complications have been reported as a result of this event.